Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer received a motor error alarm. Customer was not able to troubleshoot due to a meeting. Customer was advised to monitor blood glucose and to call back in order to complete troubleshooting.